Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to dislocation of the right hip. The acetabular cup was implanted in a vertical abduction angle which is consistent with a hip dislocation. It appears that a previous surgeon attempted to resolve this situation via a constrained liner in lieu of replacing the acetabular cup. The hip was found to be dislocated and the ts ceramic head ball was articulating against the metal cup. A large amount of metallosis was present in the joint area. The acetabular cup was replaced and oriented in the proper abduction angle. The cup, constrained liner and ts ceramic head ball were the only components removed. The aml stem remained in the patient. Doi: cup and head: unknown; liner: (B)(6) 2017; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.